Event description:
The reporter complained of discrepant glucose results for 1 patient sample tested on an accu-chek inform ii meter (meter 1) when compared to a different accu-chek inform ii meter (meter 2). At 8:19 am, meter 1 result was 21 mg/dl, and at 8:24 am, meter 1 result was 16 mg/dl. The staff did not believe the results and tested the patient on a different meter (meter 2) at 8:32 am, and the meter 2 result was 62 mg/dl.

Manufacturer narrative:
The accu-chek inform meter 1 serial number was (B)(6). The accu-chek inform meter 2 serial number was (B)(6). Qc was performed on both meters on the day of the event, and it was acceptable. One vial of the customer's test strips, lot number 671582 and expiration date of 31-jul-2026 (with approximately 20 strips remaining), was received for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
During the investigation, the returned customer's test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results, and no strip defects were observed. No information was provided that would point to a cause for the event. The investigation did not identify a product problem.